Event description:
It was reported that the balloon was leaking liquid. A 5.00mmx2.0cmx90cm peripheral cutting balloon was selected for use on the fistula. During the procedure, it was noted that the balloon could not inflate in the target lesion. The physician withdrew the balloon by simply pulling it out from the patient's body. However, it was noted that the balloon was leaking liquid. There was a balloon pinhole noted and the contrast was leaking. The procedure was completed with a non-bsc balloon. No complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 1mm proximal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. As per pcb 2cm specification the rated burst pressure for this device is 10 atmospheres. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found no issues or damage to the shaft or hypotube of the device. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon was leaking liquid. A 5.00mmx2.0cmx90cm peripheral cutting balloon was selected for use on the fistula. During the procedure, it was noted that the balloon could not inflate in the target lesion. The physician withdrew the balloon by simply pulling it out from the patient's body. However it was noted that the balloon was leaking liquid. There was a balloon pinhole noted and the contrast was leaking. The procedure was completed with a non-bsc balloon. No complications were reported and the patient was stable post procedure.